Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the mean gradient of the aortic valve was measured at 33 millimeters of mercury (mmhg). Following the implant procedure, the mean gradient of the aortic valve was measured at 14 (mmhg). Approximately three months later, the patient first experienced shortness of breath (sob), fatigue and lightheadedness. Approximately one year following the implant of the valve, the patient reported new york heart association (nyha) functional classification iii symptoms at their one-year follow-up appointment. Symptoms during activity included sob, fatigue, and lightheadedness. Echocardiogram from the one-year follow-up appointment indicated a peak velocity of 300 centimeters per second (cm/sec) and a mean gradient of 22 millimeters of mercury (mmhg). No treatment was provided for the increased gradients. Per the physician, the patient had worsening of heart failure (hf) with a preserved ejection fraction and was to continue with existing diuresis and bp management. Per physician, patient¿s dyspnea cause is not clear and there are several potential causes besides patient¿s valve disease. Despite the increased gradient to a mean of 22 mmhg, it was not felt that the patient¿s symptoms were valve related. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that approximately 1 year and 2 months following the onset the worsening heart failure event, a 6 minute walk test was completed. New york heart association (nyha) functional class ii was noted. The physician indicated this event was resolved.